Event description:
On august 26, 2010, the lay user/patient contacted lifescan to report the one touch ultra mini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2010, the patient obtained the blood glucose readings of 278 mg/dl, 162 mg/dl, 156 mg/dl, 164 mg/dl and 193 mg/dl on the reported meter which were inaccurately high compared to his expected values. The patient took his usual doses of diabetes medications byetta 10 ug and lantus insulin 14 units. Afterwards, the patient experienced the symptom of shaking. He did not seek any medical attention or treatment. Quality control testing was performed during the troubleshooting telephone call, with failing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained several elevated blood glucose readings on the reported meter, and took his diabetes medications. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.date of event: not provided510k#: k061118

Event description:
This is a spontaneous report by a physician from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The physician reported that the patient developed peritonitis manifested by cloudy effluent on (B)(6) 2010 and was hospitalized. By the morning of the (B)(6) 2010, the peritoneal effluent was clear. Pd therapy was ongoing. The event of peritonitis was resolving.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
Swelling complications were reported in a retrospective study of pts who underwent anterior cervical fusion using rhbmp-2. Fusion was performed through a standard surgical approach using rhbmp-2 at a concentration of 1.5mg/ml, however the actual dose of rhbmp-2 applied could not be determined. In this pt, it is not known if rhbmp-2 was placed in a cortical ring allograft or interbody spacer, and/or around the graft itself in the disc space. The swelling complication occurred in a delayed fashion after a seemingly uneventful surgery, extubation, and initial postoperative course. Seven days post operatively, this pt who underwent an initial 3-level anterior cervical fusion was taken back to surgery for exploration and drainage of a swollen anterior neck. Although the pt had subjective complaints of dyspnea and there was the concern about the possibility of airway compromise if surgical management were not performed, an acutely compromised airway was not demonstrated. Intraoperatively, no acute hematoma or large fluid collection was noted. Instead, the swelling was diffuse within the soft tissue without any drainable fluid collection. The pt recovered uneventfully.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.